Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced shaking legs, sweating and their blood pressure was up and down. The patient inquired if the manufacturer could see how or if the implantable pulse generator (ipg) was working. The patient was referred to their physician. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that follow up from the patient's physician indicated that there were no issues with the ipg that were causing or contributing to the patient's symptoms. No programming changes were done.